Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter remote was reading inaccurately low. The reporter was unable to be reached by phone for additional information. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after the call recording was reviewed. The reporter claimed that on the evening of (B)(6) 2014 the patient obtained blood glucose readings of ¿63 mg/dl¿ with the subject meter and ¿over 600 mg/dl¿ on another device (onetouch ultramini meter). The reporter stated the tests were performed within 30 minutes of each other. The patient¿s mother reported that when the patient obtained result of ¿63 mg/dl¿ he was feeling ¿sweaty and hot¿ and based on the result thought he may have been running low. For that reason, the patient was given something to eat; however, within 5 minutes of his meal he began to feel ¿nauseous¿ and developed ¿stomach pain¿. The reporter stated that is when she decided to his him with her meter and that is when she obtained a message of ¿hi¿, which per the owner¿s manual, suggests a blood glucose greater than ¿600 mg/dl¿ was detected. The patient is on insulin pump therapy. At the time of the call, the reporter mentioned that after obtaining high result, she administered a correction bolus for the food the patient had eaten. It is not known if the correction bolus was also adjusted to reflect high result obtained on the other device. Prior to obtaining alleged inaccurate low result of ¿63 mg/dl¿, the patient¿s mother mentioned that the patient had tested just 2 hours prior and obtained a result of ¿86 mg/dl¿ with the subject meter. It is not known length of time patient was obtaining alleged inaccurate low results with the subject meter or if any changes to his usual diabetes management were made in response to meter results. At the time of troubleshooting, a control solution test was not performed. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after obtaining alleged inaccurate low readings with the subject meter.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 09/08/2014 with the following findings: the meter has passed testing. The device was evaluated and the alleged failure could not be duplicated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.